Manufacturer narrative:
The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released per our approved procedures. IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The sample was returned for evaluation and was tested for compliance with approved procedures. The returned sample was visually inspected and tested under simulated conditions. The sample performed in compliance with approved procedures. A valve from lot h0218 was implanted on patient and no issues were reported by doctor.

Event description:
Chamber went flat as pressure of 0 in the operation room so doctor (B)(6) explanted the device immediately.